Manufacturer narrative:
Ptc investigation results provided as following: an investigation has been performed and the results are discussed here as follows: since no batch number nor injection date were communicated, the documentation relevant to all the sculptra batches marketed in (B)(4) and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: batch (B)(4). The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specs. Nevertheless since we have not received the complaint sample, we reserve to close this complaint as #no conclusion possible# for the lack of an important element of eval that is the complaint sample itself. Conclusion: no investigation possible. Add'l info received on (B)(6) 2012: ptc investigation result added.

Event description:
Initial info for this unsolicited serious report ((B)(4)) was reported on (B)(6) 2012 by a pt with add'l info received in the form of a pharmaceutical technical complaint (ptc) regarding poly-l-lactic acid (sculptra) ((B)(4)). Associated case ID: (B)(4) (same reporter). This case (involves a (B)(6) female pt who was treated with poly-l-lactic acid (sculptra) in 2006. She received several sessions of poly-l-lactic acid but she did not remember the number of sessions. During one session, the pt was administered several injections of poly-l-lactic acid (batch number unk) at cheek and jaw (left and right). In 2010, the pt experienced swelling of the cheeks. The swelling of the cheek area was described as growing in size (on the first day of onset, the swelling of the cheek was 1 lentil-sized and on the second day it was 1 thick pea-sized). The pt thought it was a dental abscess and she visited a dentist who did not find anything abnormal. She visited another dentist who did not see anything abnormal either. The pt visited the hospital, where she was seen by an ear throat (ent) physician who provided 2 possible diagnoses: blockage of the salivary gland or "something" that had been put in the face. Then, the pt remembered that in 2006 she had received poly-l-lactic acid injections. In the hospital, antibiotic and corticosteroids agents were given to her as a corrective treatment and the swelling disappeared. However, 3 or 4 months later, the event appeared again, antibiotic and corticosteroids agents were administered and the event resolved. The adverse event with its subsequent treatment occurred 7 - 9 times in the right cheek and twice in the left cheek. In (B)(6) 2012 the adverse event took place again. A CT scan was performed on 2(B)(6) 2012 (when the affected area was not swelled) indicated a discrete asymmetry in the soft areas of the cheek was found. The right cheek was more affected than the left one. No cystic formation nor granulomas or abscesses were detected. The findings seemed to be caused by facial treatments. The pt was then recommended to perform an ultrasound, but it has not been performed up to the date of the notification. The pt was also recommended to perform a CT - scan in affected area swelled which has not been performed. According to the pt, she had no relevant medical history or skin problems. She also indicated that she has not received any treatment in the affected area. At the time of the notification the pt was being treated by an ent physician and 15 days prior to the notification she visited a cosmetic surgery physician. Outcome: ongoing. Reporter's causal relationship assessment: suspected.